Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer stated that she just came out of a MRI and forgot that she had her pump on. Customer's blood glucose was 109 mg/dl at the time of the incident. Customer stated that the drive support cap appears normal. Customer reported having a motor position encoder error alarm. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test. The insulin pump failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. We were unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime test, and error test due to motor error alarms. We were unable to verify alarm in the alarm history due to history file over written. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.